Manufacturer narrative:
Analysis of the lead (s/n (B)(6)) found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID: b3301542m (serial: (B)(6); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that during the procedure, the lead test cable was connected but failed the connectivity test. The stylet was pushed down as it had come up during the implantation. The connectivity test was rerun, but it failed again. A new lead was requested, and it passed the connectivity test. No environmental, external, or patient factors contributed to the issue. Verification was done to troubleshoot and ensure the stylet did not come out of the lead. The lead test cable was given a twist, the tablet and app were restarted, and the batteries were removed from the device to reset it. The issue was resolved by replacing the lead with a new one. The problem was resolved at the time of this report. The healthcare professional had no further information on this event. No surgical intervention occurred or was planned.

Manufacturer narrative:
Continuation of d10: product ID b3301542m serial# (B)(6) product type lead product ID neu_stylet_acc product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3301542m, serial# (B)(6), product type lead. Product ID neu_stylet_acc, product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.